Event description:
The core impaction drill was sent in for eval and it overheated during testing. No adverse consequence was associated with the device.

Manufacturer narrative:
Further investigation revealed the motor cartridge and other internal components were damaged; there was insufficient lube on the bearing and other component parts. The damaged motor cartridge was identified as the probable cause of the failure due to presence of corrosion. Insufficient lubrication and the presence of corrosion in the internal components of the device can cause increased friction between moving part; this can lead to increased heat production. The damaged parts were replaced and the device was returned to the customer.